Manufacturer narrative:
Sensor 3mh002aua6m has been returned and investigated. Visual inspection has been performed on the returned sensor patch and the sensor plug was observed not properly seated. No physical damage observed on sensor patch. Extracted data from the returned sensor using approved software and sensor found to be in sensor state 1 (initial factory state). Event log 2 (insertion failure) was observed. The issue is not confirmed to the use-sensor plug not properly seated. An extended investigation has also been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a persistent "ready in 60 minutes" message while wearing the freestyle libre 2 sensor. Customer experienced symptoms of sweating and was incapable of self-treating, requiring treating of a "glass of (B)(6)" by a third-party. There was no report of death or permanent injury associated with this event.